Manufacturer narrative:
The field service representative determined the rinse nozzle #3 tubing for cell #4 was overflowing into both outer cells and tubings #3 and #4 were pinched by the cover. He repositioned the cover and verified the analyzer operation by running calibration and qc.

Event description:
The user stated the cuvettes on the d2 module were overflowing intermittently for a week and multiple erroneous calcium results were generated. The user provided data for three pt samples. All results are in mg per dl. All repeat testings were performed on the d5 module. Sample 1 initial result was 7.3, repeat result was 9.0. Sample 2 initial result was 8.4, repeat result was 9.5. Sample 3 initial result was 8.0, repeat result was 9.9. The erroneous results were not reported.